Event description:
It was reported that, immediately following aortic valve replacement surgery, the patient developed a cardiac tamponade. This occurred when, during transport from the pacu to the ICU, the purse string sutures gave way. The drain, which was in place at the time was not attached to suction and could not accomodate the sudden exsanguination. The patient was returned to the or for further surgery.